Event description:
The patient, a 78 year old male, was admitted for removal of a retained left double j stent. The stent was inserted march 21, 1994 at time of turp. Attempt to remove the stent by cystoscopy was unsuccessful may 13, 1994, due to the stent's migration, secondary to extreme dilatation of the ureter. (The distal end of the left ureteral stent coiled in the region of the distal ureter and superior pigtail end of the stent within the upper collecting system.) Stent removed 6/2/94, utilizing a nephroscope and grasping forceps. A nephrostomy tube was inserted at that time. Patient tolerated procedure well.product still available for manufacturer's qa testing.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.